Event description:
It is reported that the customer had normal blood glucose levels of 119 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
No button error alarm or battery out limit alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.